Event description:
The complainant reported a 62 year old male patient presenting with cardiomyopathy for impella support. Approximately 6 days into support, the patient developed ischemia in the impella inserted extremity. A thrombus was also noted both in the jugular vein and left ventricle. Intervention was required, however, it's unclear exactly what that intervention was and what factor the thrombus played in the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation has completed. Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the thrombus issue was most likely due to patient condition related, and the root cause of the limb ischemia issue was unable to be determined since product was not returned and with insufficient clinical information, no data logs being provided. The failure mode will be monitored and trended.